Event description:
It was reported that during a follow up visit, the sensing test and threshold test couldn't be performed in the usual way. When performing the sensing test, p-waves and r-waves were detected by the device indicated by atrial sense and ventricular sense event markers, but no values of amplitudes were displayed. The test was performed manually by changing the sensitivity values and showed good sensing values. When performing the threshold tests the automatic stepdown procedure didn't work. The measurement was performed manually and showed low thresholds. It was determined that the device was in need of a manual guided reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis found no anomalies and no resets were noted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.